Manufacturer narrative:
Upon completion of the manufacturer's investigation was found that the csi box was damaged contributing to the intermittent zoom issue and the batteries were damaged also contributing to the intermittent zoom issue.

Event description:
It was reported via repair work order that the zoom disengages during use. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the zoom disengages during use. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.